Manufacturer narrative:
Additional information: the lesion being treated was mildly calcified, mildly tortuous with severe stenosis in the diagonal artery. The lesion was pre-dilated. Resistance was felt when advancing the device to the lesion but excessive force was not used. The device was not difficult to remove from the patient. The procedure was completed using a 2.5x12mm non-medtronic device. Patient age, weight and gender provided. Image review: five still images and a video clip were received from the account for review. Two images were duplicates so there were three images altogether. The first two images show the hoop and compliance charts confirming the size of the resolute integrity as 2.5 mm. The third image depicts the distal section of the device, the image is unclear but deformation can be seen at the distal section of the stent. A still image was taken from the video provided, the image shows blood/ contrast on the device and bunching to the distal section of the device with struts raised. The complaint can be confirmed from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one resolute integrity rx coronary drug eluting stent deformed. The stent deformation was noted during insertion. A stent strut was fractured. Resistance was felt and one of the stent struts was noted to be deformed under fluoroscopic observation. The issue was identified before full advancement into the target vessel was made. The device entered the patient's vasculature. There was no damage noted to the device packaging, the packaging was completely intact. There was no visible damage or compromise noted before opening. There were no difficulties encountered during removal of the device from the hoop. The sheath was removed per IFU. The device was inspected prior to use and negative prep was performed with no issues noted. The stent was not handled directly post removal of the sheath. The device was handled according to standard procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.